Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1 failed and was not recoverable with cubies not opening and medications inaccessible. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux drawer 7.1 was failed. A field service engineer inspected connections, identified an unstable retractor cable connection, replaced the drawer controller, and verified proper drawer function. The system functioned as intended after the field service engineer repaired the device.